Event description:
Device issue: knot locked. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the "knot was deployed on outside of skin." A second proglide was used to achieve hemostasis. There were no reported adverse patient effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.